Event description:
The customer called to report high blood glucose levels and a button error alarm. Troubleshooting was performed. Found that the buttons were not pressed for more than three minutes. During the call, the customer was not feeling well, and the paramedics were called. The reported blood glucose reading was 254 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.